Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
One opened/used reservoir and transfer guard was inspected and it passed. No connection anomaly was note during testing.

Event description:
It was reported by the customer that their transfer guard was not functioning properly. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of reservoir and replace set. Blood glucose level was 154 mg/dl at time of reporting. Nothing further reported.